Event description:
It was reported the pt does not like the location of his ipg. The pt is being referred to a surgeon to discuss his options.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.